Event description:
Customer reported: during pre-test prior to use on a pt, a nurse found the cuff would not be deflated. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.